Event description:
It was reported that the table side controller was sparking. Outside of a procedure, it was noted that the avvigo plus system table side controller had visible sparks coming off of it. The hospital staff turned off power to the system, and there was no injury caused by this malfunction.

Manufacturer narrative:
B3 date of event. First date of the month used as actual date is unknown. D2b pro code: dsk, itx, iyo